Event description:
(B)(4). I had to have a hysterectomy, due to all the pain and bleeding every month. I now also have fibromyalgia, and really bad dizzie spells, lower back pain, hair loss, loss of teeth. I also had lots of pelvic pain.